Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The rv lead was returned. No analysis was performed as reported allegations of infection and erosion were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received indicates that the patient was admitted the day before the explant procedure and the patient also had an erosion. There were no additional adverse patient effects reported. The rv lead was explanted.